Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator (ins). They stated that a patient was receiving a routine ins replacement on may 29th. They then clarified that the replacement of the battery was a medical decision because the battery had already reached the end of its service life. There was no problem with the device, it was just replacing a new battery.